Manufacturer narrative:
This report is filed october 27, 2016.

Event description:
Per the clinic, the patient experienced inflammation and an infection that resulted in migration of the electrode array. Subsequently, the receiver stimulator was explanted on (B)(6) 2016, and the electrode was left insitu to preserve the cochlea.